Event description:
Customer received false positive ckmb and troponin t results for one pt sample. Actual date of initial or repeat testing was not provided. Original sample was aliquoted by the mpa; repeat results were run directly from primary tube. Units of measure were not provided for ckmb or troponin t. Initial ckmb result gave 456 and initial troponin t gave 0.245. These results were reported. The medical doctor questioned the results as not possible. The ckmb result reported was not believable according to other results. The sample was repeated twice; first repeat gave ckmb of 1.18 and troponin t of less than 0.010; second repeat run on a different analyzer (cobas e411) gave ckmb of 1.12 and troponin t of less than 0.010. No info provided if pt was adversely affected. If additional info is received, appropriate notification will be provided.